Manufacturer narrative:
(B)(4) age/date of birth: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct225 18.0 diopter, was performed from the left eye of a female patient because she complained of blurry vision. Also the surgeon had implanted the lens off axis. Post op refractive error was reported. No patient injury was reported. The replacement lens was the same model but a 17.0 diopter. The patient was reportedly doing fine post op. No additional information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer; the lens was discarded. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. Results of cosmetic and optical inspection were reviewed. The in-line optical inspection data showed the lens was within power specification and the lens met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.